Event description:
A (B)(6) underwent exportation of the right retroperitoneum for suspected retained foreign object. Positive for retained guide wire and sheath piece retained, apparently during a CT guide right renal abscess drainage done on (B)(6) 2016.